Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited undersensing. No intervention was made. The patient was stable and would continue to be monitored.